Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-22216. It was reported that the patient presented to the hospital. The pacemaker and right atrial lead were explanted due to infective endocarditis. Tissue cultures were positive for mrsa, and vegetations were present on the right atrial lead. The patient was recovering in stable condition.